Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The splines were bent and displaced and the pellethane tubing was torn revealing the nitinol frame. The distal coupler was also displaced. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
This report is to advise of a displaced electrode and fractured pellethane tubing exposing internal components found during analysis.